Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device: unknown.

Event description:
It was reported the device temperature does not match the set point or reading to low. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was received for investigation. Visual inspection was done and it was found that the device had a worn enclosure, reservoir tank cover and j-clip. The front cover and switch label did not reflect the current hl-390 model and contained the old style pcb. A functional test was done and it was found that the customer complaint was confirmed. The printed circuit board (pcb) was replaced to correct the customer reported problem. Service history record shows this was the first time this device has been sent in for investigation. No manufacturing defect was found during investigation. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed.